Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A review of the service history records was requested for the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a routine equipment inspection it was discovered that the mesh cutters have what appears to be a fracture on the tip on the instrument. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found to be a duplicate. The information has already been reported in medwatch MFR number 2520274-2015-15514.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history record review was attempted for the subject device but could not be completed because the device is a lot-controlled item. The manufacture date of this item is 2-nov-2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.